Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of four in peritoneal dialysis. The home patient was connected at the time of the alarm. The disposable set was not properly primed when the home patient connected. The technical service representative assisted caregiver to end the therapy and remove the cassette. Proper procedures were reviewed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This is also a report of a use error, where the patient connected to the patient line during the prime phase. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.